Event description:
Profound and permanent neurological injuries [nervous system disorder]; other severe and permanent physical injuries [injury]. Case description: an attorney reported that their client used fixodent denture adhesive, version unk cream beginning in 1990 through 2009 and reported the following: profound and permanent neurological injuries, other severe and permanent physical injuries and injuries which have left him unable to perform his normal, customary and daily activities. He has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - has worn dentures for 20 years. No further info was provided.

Manufacturer narrative:
Lot number of product was not provided by the reporter, therefore, unable to proceed with batch retain testing or product investigation. Add'l info (us) otc device.